Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 5 occurred while the customer was sleeping. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.

Event description:
It was reported that on (B)(6) 2016, during the night, the customer was found to be unresponsive and was transported via ambulance to the hospital. The customer's blood glucose (bg) value was too low for the test strips to read. The customer was treated with glucose, peanut butter, crackers and was released the same day. A system check with tandem's customer technical support (cts) indicated that the pump, cartridge, and infusion set functioned as expected. Cts reviewed the pump t:connect data and it was noted that the customer had changed the cartridge and performed a fill tubing step 3 times prior to the hospitalization. The customer reported a "slight variation" with the fill tubing amount and suspected that the pump had possibly malfunctioned and delivered insulin when the customer was sleeping which resulted in the low bg level.